Event description:
Allegedly, the doctor was performing a turp procedure and during the procedure the doctor noticed the ceramic beak on the distal end of the sheath broke; he immediately removed it. Procedure was completed and there was no serious injury to the patient.